Event description:
It was reported that the patient was admitted on (B)(6) 2023 and received a driveline revision on (B)(6) 2023. The extent and the cause of the damage and the extent of the revision is unknown. Whether the pump was a heartmate ii or heartmate3 was unknown.

Manufacturer narrative:
Section a: patient information and serial # was not provided and will be updated if additional information is received. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Manufacturer narrative:
Manufacturer's investigation conclusion: a specific cause for the driveline infection which prompted the driveline revision could not be conclusively determined through this evaluation. Multiple attempts were made to obtain additional information from the customer regarding the event; however, no further information was provided. Specific patient/device information was not provided and could not be identified through this investigation. No product was returned for evaluation. The serial number or other identifying information of the product was not reported and was not able to be determined during the investigation. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) and heartmate 3 lvas patient handbook are both currently available. Section 1 of the IFU, "introduction," lists infection (local, driveline, pump pocket) as an adverse event which may be associated with the use of heartmate 3 lvas. Section 6 of the IFU, ¿patient care and management,¿ also lists infection as a potential late postimplant complication. The IFU and patient handbook both contain various sections regarding infection and how to prevent it. No further information was provided. The manufacturer is closing the file on this event.